Manufacturer narrative:
No patient information provided as no patient was involved in this concern. ) a medtronic representative inspected the imaging system on-site. It was found that the image acquisition system (ias) computer was malfunctioning, which directly caused the reported issue. The computer was replaced and the issue was resolved. The computer has not been received by the manufacturer for evaluation. A software investigation was also completed. This investigation determined that the reported issue was not software-related, and was caused by the computer (hardware). The software was determined to be functioning as designed. A full imaging system check-out was completed following computer replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the ias computer failed to boot up during a service visit. There was no patient present when this issue was identified.